Event description:
It was reported that the pt had a complete revision/replacement of their neurostimulator system. The procedure was reported as a success. Additional info was requested.

Manufacturer narrative:
(B)(4).